Event description:
It was reported that stent fracture occurred. The target lesion was located in the superficial femoral artery. A 7x120x120 epic¿ stent was advanced to treat the lesion. However, the stent was fractured during deployment. The stent came out pre fracture. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).